Manufacturer narrative:
Setscrew was returned with much of the thread torn away. The inner hex has areas of material displacement due to the force applied by the driver. The screw head has an intact lead thread, however, the threads below are stripped. Over tightening of the setscrew appears to have caused the fully tightened setscrew to jump the threads of the screw head, when continued force was applied. No anomalies were detected.

Event description:
During insertion of a setscrew in a pedicle screw, the threads stripped. Setscrew and screw were removed and replaced. This resulted in a delay in excess of 30-min. As a result, an MDR is being filed to document this event. There was no adverse patient event as a result of this situation.